Event description:
According to the reporter, the device received a new charge pak following early depletion in 2008. The device was returned to the customer and returned again at about 6 months later with all icons (charge-pak, attention, and service wrench) visible indicating a complete device failure. New charge-pak installed but device will not recharge.

Manufacturer narrative:
The device is being returned to physio-control for evaluation.